Manufacturer narrative:
Claim#: (B)(4) .

Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial, in liquid with residue/debris on the product. Visual inspection found the lens haptic broken with fiber on the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6: type of investigation: 4110, lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, rotation, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. The lens was explanted and later replaced with a same length but different axis lens and the problem was resolved. The cause of the event was reported as unknown.